Manufacturer narrative:
(B)(4). Batch #: u95v3w . Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslg2c25 device was received with no apparent damage. The device was tested with a generator, the hand activation was not functional. However the device worked properly with footswitch. The instrument was disassembled to inspect the internal components and no anomalies were found that could have caused the reported activation issues. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.. No conclusion could be reached as to what caused this issue. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that, during an open hepatectomy, the device did not react when the surgeon tried to perform the sealing. The activation sound was not heard. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.